Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker was stripped. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of unable to tighten the atrial setscrew was confirmed. Analysis revealed the user of the torque wrench applied too many turns when untightening and backing out the setscrew causing it to fall loose when it came out of the threads. The problem was caused by the user¿s incorrect use of the torque wrench. No other anomalies were found.